Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ¿neurostim is not working properly.¿ the patient also reported that part of the buckle on the recharge belt was inside out and they weren¿t sure if it was supposed to be like that. The patient tried positioning it several different ways and ¿everything was backwards and inside out.¿ no symptoms or complications were reported.